Event description:
It was reported that the customer went to the emergency room with a low blood glucose level of 32 mg/dl, cause was unknown. The issue was resolved with treatment, though the customer could not recall specifics, and was released the same day, and no permanent damage. Technical support recommended the customer consult with a healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.